Manufacturer narrative:
The system was able to re-boot system to recover images and sent to pacs. The system is operating as intended.

Event description:
The customer reported that the 9900 system would not store images. No pt injury was reported.